Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres for few seconds, the balloon burst. The device was simply pulled out from the patient, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 20mm from the tip is and is approximately 6mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres for few seconds, the balloon burst. The device was simply pulled out from the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.